Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there was an over infusion of tylenol. An infusion of tylenol (acetaminophen 10mg/ml) was set up as a secondary infusion with a normal saline primary infusion. A 100ml bag of tylenol set to infusion as a secondary infusion at a rate of 132ml / hour with a volume to be infused of 33ml. The primary infusion was set to infuse at a rate of 500ml / hour with a volume to be infused of 500ml. The tylenol infused the expected 33ml, however the remaining 67ml of tylenol ran into the primary infusion. There was patient involvement but no harm.